Manufacturer narrative:
Uromedica device analysis is not yet complete. Uromedica complaint # (B)(4).

Event description:
Urethral erosion (right-side) and infection in a proact patient. The patient was bi-laterally explanted and the infection was treated with antibiotics.

Manufacturer narrative:
Device analysis was completed and did not identify any product nonconformities that would have contributed to this adverse event or information that contradicts the narrative of urethral erosion. Adverse event codes updated. Uromedica complaint#: (B)(4).